Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the asymptomatic patient had valve surgery and was recovering at home. After two (B)(4) transmissions were received in-clinic noting that the device was in backup vvi mode, the patient was checked at home. A device download was successfully performed. Interrogation revealed low, out of range high voltage lead impedance in both the rv-svc-can and rv-can configurations. A capacitor maintenance was initiated and an alert noting possible high voltage circuit damage was observed. The patient will be monitored.

Event description:
New information notes the device has been explanted and replaced.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. An arc mark was noted on the device can; further evaluation indicated the presence of lead material. Bench testing noted hv output circuit damage due to hv delivery into a low impedance output. The damage found is consistent with that caused by arcing between the hv conductor and ICD can. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.